Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer stated that they received a calibration error alarm. The customer's blood glucose was 124 mg/dl and sensor glucose was 63 mg/dl, blood glucose was 121 mg/dl and sensor glucose was 55 mg/dl and blood glucose was 101 mg/dl and sensor glucose was 56 mg/dl when it triggered threshold suspend. The customer stated that the alarm did not occur after performing find lost sensor. The sensor will not be returned for analysis.